Manufacturer narrative:
Hardware analysis confirmed the reported issue. The balloon separated at the rx port. The reported failure mode was consistent with a known device issue.

Event description:
The balloon was used in the proximal popliteal - superficial femoral artery (sfa). After a pass, the balloon was deflated. Upon removal, the surgeon noticed the balloon catheter was outside the sheath. The balloon catheter reportedly broke. The surgeon was able to retrieve the balloon in the distal rapid exchange port. The procedure was successfully completed with the use of a second balloon. Additional information received from the manufacturer representative indicated the event pertained to a radial procedure. During removal, the surgical technician confirmed the balloon was deflated. No resistance was met. Once removed from the sheath, the distal segment remained in the patient. The catheter separated at the rx port. Imaging confirmed the balloon marker bands were outside of the sheath. The surgeon was able to use a snare and retrieve the catheter segment within approximately four minutes. No additional interventions or access points were required. The issue resulted in a procedure delay of approximately four minutes. There was no further impact to the patient.

Event description:
The balloon was used in the proximal popliteal - superficial femoral artery (sfa). After a pass, the balloon was deflated. Upon removal, the surgeon noticed the balloon catheter was outside the sheath. The balloon catheter reportedly broke. The surgeon was able to retrieve the balloon in the distal rapid exchange port. The procedure was successfully completed with the use of a second balloon. Additional information received from the manufacturer representative indicated the event pertained to a radial procedure. During removal, the surgical technician confirmed the balloon was deflated. No resistance was met. Once removed from the sheath, the distal segment remained in the patient. The catheter separated at the rx port. Imaging confirmed the balloon marker bands were outside of the sheath. The surgeon was able to use a snare and retrieve the catheter segment within approximately four minutes. No additional interventions or access points were required. The issue resulted in a procedure delay of approximately four minutes. The target vessel condition was noted to be very diseased with mixed thrombus morphology. There was no further impact to the patient.